Manufacturer narrative:
Continuation of d10: product ID {{harmony-dcs}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} the codes present in h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, an electrocardiogram was performed and demonstrated predominantly sinus rhythm with rare episodes of accelerated junctional rhythm. It was noted the holter monitor showed similar findings at the 48-hour post-operative timeframe. No treatment was reported. No adverse patient effects were reported. Additional information was received that approximately six months later, it was reported as resolved. Additional information received indicated that the day following the valve implant a holter monitor identified 12 premature ventricular contractions (pvcs). These were reported causal to the transcatheter pulmonary valve. No treatment reported. These pvcs were considered resolved approximately 25 days following identification. Additionally, the day following the pulmonary valve implant procedure radiography identified frame distortion. The valve stent frame had changed noticeably from the previous fluoroscopy. Outflow distortion was not observed on the implant study. However, frame distortion was the outflow struts of 1 and 2 and distortion at the inflow structs of 5 and 6 were noted. No treatment reported.